Event description:
During an implant procedure, while removing the guide catheter, the catheter broke off inside the patient. The lead was removed and the guide catheter was retrieved successfully. However, the procedure was prolonged. The lead was reinserted successfully using a new guide catheter. The patient was stable with no adverse consequences.

Manufacturer narrative:
A cps catheter with its stop-cock was returned in two pieces for analysis. Visual examination revealed the two portions were broken, the proximal portion of the catheter was fully slit, and white stress marks consistent with the hyper tube rubbing against the wall of the catheter was observed. X-ray inspection of the catheter revealed normal uniform mesh wire and no other anomalies. The reported event was isolated to the slitting technique used during the implant procedure. No device malfunction was found.